Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he needle was break. The blood glucose level was unknown. Customer stated that the needle was not attached. Customer was not reporting that the sensor cannula or introducer needle was fractured while in the body. Customer also stated that the sensor cannula was not intact. The sensor will return for the analysis.